Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and experienced low and high blood glucose. The customer¿s blood glucose was 263 mg/dl and the sensor glucose was 63 mg/dl at the time of the incident. The customer stated that insulin delivery was. The sensor will be returned for analysis.